Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. Reportedly, the patient suffered syncope episodes that were most likely caused by asystole, as pacing inhibition was highly suspected. However, a precise determination of this issue could not be established. The exact date this device entered into this mode is unknown. Technical services recommended to replace this product as soon as possible, as the patient's critical therapy cannot be guaranteed. Subsequently, this crt-p was explanted, replaced, and was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. This tear was likely generated by sharp notch corners on the tab portion of the cathode collector. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting, and the clinically-observed reversion to safety mode operation.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) switched into safety mode, a device status that permanently limits available therapy to specific settings. Reportedly, the patient suffered syncope episodes that were most likely caused by asystole, as pacing inhibition was highly suspected. However, a precise determination of this issue could not be established. The exact date this device entered into this mode is unknown. Technical services recommended to replaced this product as soon as possible, as patient's critical therapy cannot be guaranteed. Subsequently, this crt-p was explanted, replaced and was returned for analysis. No additional adverse patient effects were reported.